Manufacturer narrative:
The underlying cause documented on the return fields in oracle is defined as the controls, switch/button broken.

Event description:
The dealer just received back from repair. The dealer did not give back to the owner of the unit as the dealer stated the unit will not alarm on start up.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer just received back from repair. The dealer did not give back to the owner of the unit as the dealer stated the unit will not alarm on start up.